Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without blood and saline visible. The stent implant was partially expanded distally from the distal end of the outer member, for a length of 4 mm. There was no damage noted to the stent implant. The distal end of the outer member was retracted 3 mm proximal to the base of the tip. The proximal end of the stent implant was mislocated on the inner member 5 mm distally to the proximal marker. There was no other damage noted to the sess. The tuohy borst valve was confirmed to be tight. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. It may be possible that the premature deployment is related to handling during preparation or during back loading of the guide wire; however, this could not be confirmed. Analysis confirmed the reported premature deployment; however, a conclusive cause could not be determined. There was no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that while backloading the 4 x 30 mm xpert stent system onto an unspecified guide wire, the distal tip of the stent was noted to have prematurely deployed. The device was removed from the guide wire and was not used in the patient. A new unspecified device was used in the procedure. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.

Event description:
Subsequent to filing the initial MDR, the following information was received: the customer confirmed the handle was in the locked position prior to the device being loaded onto the guide wire. No resistance was noted when loading the device onto the guide wire or when removing the device from the guide wire. There was no resistance felt at any time during the procedure.